Event description:
It was reported that the user removed a used cartridge, attached a new cartridge to the existing tubing, inserted it into the ilet without performing a rewind, observed insulin leaking externally from the cartridge, continued to push the cartridge in, and then found the cartridge empty; the device was connected to the body during this process and no alerts or alarms occurred. No reporterd symptoms. Blood glucose in the 150 mg/dl range without signs of site leakage or insulin odor. Outcomes included temporary interruption of insulin delivery with user-guided disconnection of the pump and removal of the infusion set, followed by blood glucose of 141 mg/dl. Investigation included product use troubleshooting and education regarding proper cartridge change procedure and the requirement to rewind prior to insertion. Investigation of this case revealed user technique error resulting in improper cartridge installation and external insulin leakage, consistent with failure to rewind and infusion set and cartridge handling issues while the device remained connected to the user. It was concluded, based on previously established findings for similar reports, that the cause was user error related to failure to follow instructions for use during cartridge replacement.